Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The pressure manifold assembly and pcb were replaced and disposed off in the field. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The facility biomedical engineer reported a system message displayed and the system shut down. The patient was prepped for surgery, with a retrobulbar injection completed. No incision has been made. The surgeon cancelled this case and two more cases for this week. Additional information received from the surgeon stated the patient was scheduled for a retinal detachment repair of the right eye. The surgery was completed on (B) (6) 2009. The patient outcome is good.